Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0 x 60mm, 80cm ranger balloon catheter was advanced for dilation. During first inflation at 6 atmospheres for about 10 seconds, the balloon ruptured in a pinhole form at the middle part. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.